Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated and the memory content of the device was not restorable. Possible clinical complications that might lead to an external short circuit include, but are not limited to, twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
Patient felt a sting on the left side of his chest where the device has been implanted and walked into the ER. ER staff put the renamic wand on the patient and got no response. No interrogation. Sales team was contacted and two of the sales team arrived within the hour with two separate renamics, which also could not interrogate the device. A total of three renamics were unable to interrogate the device. Last follow-up showed a battery status of 67 percent. Decision was made that the device was either malfunctioning due to eos or a different defect.